Event description:
It was reported that, "dr. (B)(6) was using the avs as peek inserter to pull back a cage that was tamped in too far and the tip of the inserter broke off into the patient. The tip was removed from the patient."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.